Manufacturer narrative:
Reference MFR. Report : 1221359-2021-00934, 1221359-2021-00935, 1221359-2021-00936, 1221359-2021-00937, 1221359-2021-00938, 1221359-2021-00939, 1221359-2021-00940, 1221359-2021-00941, 1221359-2021-00942, 1221359-2021-00943, 1221359-2021-00944, 1221359-2021-00945, 1221359-2021-00946, 1221359-2021-00948, 1221359-2021-00949, 1221359-2021-00950, 1221359-2021-00951, 1221359-2021-00952. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 132685 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-000 lo:t 132685, test base part number 195-430h lot: 130483a. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 132685 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to the specific patient samples or result interpretation.

Event description:
The customer reported false positive results with the binax now covid-19 ag card assay for multiple patients performed on (B)(6) 2021. This MFR. Report addresses patient 14 of 19. The customer reported false positive results with the binax now covid-19 ag card assay for the patient performed on (B)(6) 2021 on a direct tested nasal kitted swab. Repeat testing was not performed. Pcr confirmation testing was performed on the anterior nasal using the kit swab in both nostrils and generated negative results. (CT values not provided) the customer confirmed there was no patient harm due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Per binaxnow covid-19 ag card product insert intended use: positive results indicate the presence of viral antigens, but clinical correlation with patient history and other diagnostic information is necessary to determine infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. The agent detected may not be the definite cause of disease. Per binaxnow covid-19 ag card product insert intended use (limitations): false results may occur if specimens are tested past 1 hour of collection. Specimens should be tested as quickly as possible after specimen collection. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.